Manufacturer narrative:
Info in this report based on initial contact. Multiple attempts to acquire further info from report were not successful. Attempt to gather info from individual in loss mgmt dept regarding incident also unsuccessful. Calls were not returned to us. We could not reach a conclusion regarding the involvement of our product in this incident.

Event description:
Inpatient underwent an eeg exam in the neurology dept. Of the hosp. After the test was completed...a time of about 45 minutes...the pt went in to a general malaise and "shock" condition in which his tongue swelled and became obstructive. His breathing was irregular. The hosp rapid response team was summoned and he was administered epinephrine and dexamethasone as part of the response team. He was stabilized and returned to his inpatient bed. Nuprep was one of the products used during the eeg that could have precipitated an anaphylactic type response. It is unk and undetermined what the cause of the condition might have been.